Manufacturer narrative:
A1-a4: there was no patient involved. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval.

Event description:
It was reported that the power module had a red battery alarm with a constant tone and red led. The battery was due replacement via preventative maintenance.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was confirmed. The power module, (B)(6) was not returned for analysis. The provided information stated that unit had a red battery alarm that was discovered during power module visual and functional inspection. Additional information stated that there were no log files available and there was no patient involved. The issue resolved with the replacement of the backup battery serial (B)(6) which expired on (B)(6) 2024. The battery was disposed of locally under local weee disposal instructions. The root cause for the reported event was due to an expired battery. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. The heartmate 3 patient handbook section 6 ¿equipment maintenance¿ instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The issue was discovered during power module visual and functional inspection. The battery was removed and checked over. Part number 109200 serial number (B)(6) was the sealed lead acid internal backup battery replaced in the power module.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.